Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the patient side cart (psc) universal surgical manipulator 3 (usm) faulted during surgery. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found error 319 on the usm3. The operating room (or) staff cycled the system power before calling in. The system would not power on after the power cycle. The isi tse asked or staff to cycle the vision cart circuit breaker, surgeon console breakers, patient cart emergency power off (epo), and circuit breaker. The isi tse also asked to confirm if the power button leds were yellow when the circuit breakers turned back on. The system powered and homed, getting a system message to remove instruments and undock usms to complete homing. The isi tse recommended the following system prompts to disable usm3 due to persistent 319 faults. One of the usm's instruments was gripping suture, and the instrument could not be removed. The or staff was only able to find stapler release key (srk). The tse advised pressing the e-stop on the surgeon console to induce fault and use the srk wrench to manually open instrument jaws on the instrument. The staff confirmed they successfully removed the instrument and undocked usms and confirmed the "davinci is ready" message. The isi tse informed the customer that the removed instrument could not be used once irk/srk was used on it. The staff pushed the disabled usm3 back and out of the way. The surgeon re-docked usm1, usm2, and usm4 and was continuing with the surgery robotically. The or staff requested the fse to call as soon as possible to discuss service. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced universal surgical manipulator (usm) to resolve the issue with error 319. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a test platform where it failed fiber test for rolling loop. After further investigation, the rolling loop was damaged. A gold rolling loop fiber was installed and re-tested with a passing result. The complaint was confirmed based on the field evaluation and failure analysis.